Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 10-aug-2015: this case now is considered a legal case. Consumer alleged personal injuries related to essure. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain/back pain with intercourse. This event was considered serious as medically significant; it is listed according to the reference safety information for essure and was regarded as an incident since a surgical intervention (hysterectomy) was performed to remove essure. This case is potential legal case. Abdominal, back, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the consumer reported back pain/back pain with intercourse after essure insertion and was submitted to a hysterectomy. Considering the positive temporal relationship and the reported event nature a causal relation with essure therapy cannot be excluded. In addition the non-serious events: edematous, stomach pain, could not eat and depressed were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Follow up information received on 20-aug-2015 and 21-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0240, FDA-2014-n-0736-0527 and FDA-2014-n-0736-0015, awareness date 20-aug-2015 and 21-aug-2015). No new information was reported by consumer. Follow-up information received on 22-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0754). Consumer stated that essure has messed up her life. She wanted through two surgeries and 3 years worth or terrible side effects. She will be scared for life. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain/back pain with intercourse. This event was considered serious as medically significant; it is listed according to the reference safety information for essure and was regarded as an incident since a surgical intervention (hysterectomy) was performed to remove essure. This case is potential legal case. Abdominal, back, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the consumer reported back pain/back pain with intercourse after essure insertion and was submitted to a hysterectomy. Considering the positive temporal relationship and the reported event nature a causal relation with essure therapy cannot be excluded. In addition other non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Follow-up information received on 01-nov-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015 (FDA-2014-n-0736-2067). Consumer was (B)(6) and after having 3 children she was done. She was put to sleep during placement of essure and the very moment she woke up after surgery, she knew something was wrong. Consumer experienced major hair loss, an allergy to the essure coils, painful periods and constant cramps and pelvic pain, severe migraine headaches, hot flashes. She was sick all the time and very depressed. She always felt like she needed to lay down due to aches and pains all over; major bloating, back pain, dizziness, nerve pain, mood swings, severe panic and anxiety attacks, periods went on for weeks at a time, developed endometriosis and ovarian cysts, painful intercourse, exhausted. The essure coil was punctured through one of her tubes. In (B)(6) 2013, she had to go in for surgery to get a hysterectomy and symptoms still continued. On (B)(6) 2015, she had another surgery to get the coils removed. She was still dealing with the pain and scars. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain/back pain with intercourse and essure coil was punctured through one of her tubes (interpreted as fallopian tube perforation). She underwent a hysterectomy and another surgery to remove the coils. It was not clear from the reported information why she had two surgeries. These events were considered serious as medically significant and are listed according to the reference safety information for essure. Abdominal, back, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the consumer reported back pain/back pain with intercourse after essure insertion. Considering the positive temporal relationship and the reported event nature a causal relationship with essure therapy cannot be excluded. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case, the exact date and mechanism of this event was not reported. Given the nature of the event, causality with essure cannot be excluded. Other non-serious events were reported. This case was regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit. Additional information will be obtained through the normal litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer via regulatory authority (case# mw5037042) in united states on 15-aug-2014, who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2011 essure (fallopian tube occlusion insert) was inserted with lot number 789034. According to her, she had developed a very bad edematous, which she never had, major stomach pain and back pain. Every single day, she had back pain with intercourse; her life was terrible. She begged to doctors to help her. She lost so much weight, she could not eat or even sleep comfortable and she had fatigue. She was not e-free, but she suffered from not feeling like a normal woman and depressed. On (B)(6) 2013 essure was removed and a hysterectomy was done. An injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Follow-up will be requested. Follow-up received on 19-aug-2014: product technical complaint global ((B)(4)) and local ((B)(4)) numbers were received. Follow-up information from 25-aug-2014: no response to date. Ptc investigation result was received on 29-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are not indicative of a quality defect per se. 3 further ae case reports have been received to date in relation to batch no. 789034, but none of these cases refer to similar types of adverse events. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain/back pain with intercourse. This event was considered serious as medically significant; it is listed according to the reference safety information for essure and was regarded as an incident since a surgical intervention (hysterectomy) was performed to remove essure. Abdominal, back, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the consumer reported back pain/back pain with intercourse after essure insertion and was submitted to a hysterectomy. Considering the positive temporal relationship and the reported event nature a causal relation with essure therapy cannot be excluded. In addition the non-serious events: edematous, stomach pain, could not eat and depressed were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.